Event description:
Patient received both of the cadd ms3 replacement pumps, however, one pump lost the programming information. (Could not put batteries in pumps when they first received them. Internal battery died on one pump this pump never used. No adverse event as result of pump not working. Patient has back up pumps. (Did not return other pumps for maintenance yet. So has 3 pumps on hand. Replacing pumps sn (B)(4) due 9/21/2019. Reported to (B)(6) by: patient/caregiver. Dose or amount: 70 3ng/kg/min. Frequency: continuous. Route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.